Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The customer reported: during phacoemulsification surgical procedure, (white, dandruff like) particles were seen in the eye coming from the syringe. The surgeon stated "it is unk" if all the particles were removed. No pt harm/injury was reported. Add'l info was requested.